Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID (B)(4)) was implanted on (B)(6) 2022. After the valve was implanted, the patient reported pain in the catheter path and was treated with morphine. Based on the information provided, there is no valve failure and no proven catheter failure, but the patient complained of pain along the path where the catheter passes through her body. There is no plan to remove or replace the valve/catheter. The patient was hospitalized for 10 days, and sent home, with severe pain without ceasing, the patient also claims that there is no improvement of the pain.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828805) was not returned for evaluation as the product was implanted therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.